Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker exhibited low out of range right atrial (ra) pace impedance measurements, measuring lower than 200 ohms and poor sensing. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.